Event description:
It was reported that pump screen was dark and would not turn on despite attempts to power it on and remove it from case. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try specific button presses, plug pump into known working power source, and observe lights and vibration, after which technical support arranged replacement pump under warranty.